Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they just had surgery on tuesday to replace her old battery(ins). Patient stated they were supposed to have a follow up appointment with her healthcare provider 2 weeks after the surgery but now they have to wait 4 weeks. Patient reported they were given medicine that they thought was for urinary tractive patients but the healthcare provider told them that was not the medication. Patient also reported they are very lucky that the old battery was still working because they cannot go through an MRI at all period because they have wires up and down their spinal cord. Agent walked patient through how to connect to the implant and change programs. Patient was able to successfully change programs and increase stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history. This inc luded patient stated they have damaged nerves that are smashed to smithereens. Patient mentioned that they had a full bladder twice yesterday evening and went in the middle of the night and had the same problem. Patient was upset and yelling, patient mentioned they are not good with technology. Patient was redirected to hcp to further address the symptoms. Patient stated that the therapy was not working at program 7 and they used to have program 3 so patient changed therapy to program 3 at 4.0. Agent advised to wait 3 or 4 days to see if they have symptom improvement..additional information was received from the patient. The patient reported some of the same information listed previously. The patient stated they have ins to stimulate their damaged nerves and that their bladder didn't work at all. The patient was stating that once the therapy was off there was no way to connect to the ins with the patient programmer, agent attempted to clarify/explain several times, patient became escalated and was yelling. The patient kept repeating they were told several times by the manufacturer that once the battery was dead, the programmer couldn't connect to the ins. The agent again attempted to review the difference between the therapy being off and ins battery depletion. The agent had the patient connect to the ins during the call and the patient was able to turn therapy off and then reconnect with prog.additional information was received from the patient. The patient called back reporting ongoing issues with bladder fullness, stating their bladder does not work at all, and when they are urinating, they sometimes have to push to get their bladder to release urine. The patient wanted to know if this could cause bleeding hemorrhoids. Recommended patient discuss this with their physician. The patient indicated they use the interstim in addition to the use of catheters to manage their urinary issues. The patient clarified the interstim does help with releasing some of their urine but not all, which is why they also use a catheter to "relax" the bladder and turn therapy on. The patient then stated they could see the battery "ok" icon and that that meant the battery was still on. The patient stated they wanted to make sure the manufacturer was aware of this. The agent confirmed the patient was able to turn therapy back on and the agent stated they will document what patient said.